Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that prior to a pvc ablation interrogation of the patient's device found high shock impedance measurements for the single coil right ventricular (rv) lead of 116 ohms. It was noted that the shock impedance had increased from the 80 to 90 ohm range. Post pvc ablation defibrillation threshold (dft) testing was performed where a 1.1 joule shock on t wave for ventricular fibrillation (vf) was performed and a 67 ohm impedance was noted. The lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that prior to a pvc ablation interrogation of the patient's device found high shock impedance measurements for the single coil right ventricular (rv) lead of 116 ohms. It was noted that the shock impedance had increased from the 80 to 90 ohm range. Post pvc ablation defibrillation threshold (dft) testing was performed where a 1.1 joule shock on t wave for ventricular fibrillation (vf) was performed, and a 67 ohm impedance was noted. The lead remains in service and no additional adverse patient effects were reported. Additional information was received that the shock impedance continued to gradually increase over the life of the rv lead. The ICD was replaced seven months later during an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d). When tested with the crt-d, the shock lead impedance measurements were out of rang. Upon implant the shock impedance measurement was variable. Two years post implant the shock impedance started to gradually increase. An additional two years later an alert was issued due to high out of range shock impedance measurements. At this time the rv lead and crt-d remain in service and no adverse effects were reported.